Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly. Device not returned.

Event description:
It was reported that customer dropped the pump and the screen no longer works. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.